Manufacturer narrative:
The following elements have blank data.

Event description:
Transport ventilator has stop working in CT while on patient. Transport ventilator has been taken out of circulation and given to supervisor.